Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced post-procedural bleeding from the site of the implantable cardiac monitor (icm); suture repair of the wound was performed. The icm remains in use. No further patient complications have been reported as a result of this event.